Event description:
As reported by the user facility: event 4: reporter stated that there was another occurrence of the bubble rupturing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three unused and two used samples were provided for evaluation. Upon evaluation of the unused returned samples, no visual defects were observed. Leakage testing was performed following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. No leakage was identified. Furthermore, the samples were evaluated for occlusion, and no occlusions or blockages were identified. The returned used samples underwent a visual inspection, and no visual defects were identified. The samples were subjected to the leak test. One out of two failed leakage at the venous pod. The samples were evaluated for occlusion, and one out of two failed occlusions at heparin line of the arterial set. The reported issues were confirmed. An approved project is in place to further address issues with no flow/ occlusion of the arterial heparin tubing ID. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.